Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead fractured when the physician tried to remove the plastic cover from one of the lead tails. The lead was not implanted, and a different product was used. The manufacturer representative instructed the doctor to "peel" the cover off so as not to fracture the lead. The lead was discarded by the customer and will not be returned for analysis. No symptoms were reported.